Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of balloon detached. Imdrf patient code e2008 is being used to capture the reportable event of unretrieved device fragment.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the physician was dilating a stricture in the bile duct in an attempt to remove a migrated stent. The balloon was used for dilation but, upon being removed, the balloon detached from the catheter at the distal end of the scope at the base. It was reported that part of the balloon remains in the bile duct of the patient. The procedure was completed with the original hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.